Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent cardiac resynchronization therapy pacemaker (crt-p) implant surgery. The surgery was completed and patient was to be discharged the following day. The physicians suggested another day to observe status of the patient due to unrelated kidney issues. The patient was feeling fine upon being spoken to by family, however became unconscious and experienced syncope immediately after symptoms of feeling uneasy. Emergency cardiopulmonary resuscitation (CPR) was performed to revive the patient, and further tests and scans were run to regain patient's consciousness. The patient unfortunately passed away. Status of the device was not provided. No further details are available regarding this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.